Manufacturer narrative:
The customer complaint on the battery was giving low run time was not confirmed during the functional testing and archive review. Battery passed all the testing criteria. It was charged successfully and was tested into a good known autopulse with compression for 29 minutes without errors. Battery is working fine as intended for use. The reported customer complaint could not be duplicated and the root cause of the problem could be determined. Archive review showed no errors recorded around the reported event on (B)(6) 2016. There were multiple successful charge and autopulse insertion events recorded from (B)(6) 2016 to the end of the archive on (B)(6) 2016. Archive also showed battery was last charged successfully on (B)(6) 2016 and was last inserted into the autopulse on (B)(6) 2016 without errors. Visual inspection showed not visible damage to the battery.

Manufacturer narrative:
Zoll has not received the li-ion battery (s/n:(B)(4)) for evaluation. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that during shift check and patient use, the autopulse li-ion battery (s/n: (B)(4)) was giving low run time. When placed a fully charged battery into the platform , 4 green light leds lit up. The platform run approximately 15-20 minutes then it stopped working. Another fully charged battery was replaced and the platform run approximately 15-20 minutes then it stopped working again. No other information was provided.